Event description:
It ws reported that during the laparoscopic hysterectomy case, an error code was received. After the case, the handpiece was tested with a test tip and gave error code 3 when the test button was pressed. There was no pt consequence.

Manufacturer narrative:
Analysis summary: based on analysis results, this event is now determined to be a MDR malfunction. The hand piece was returned with a loose mount. The hand piece was tested with a generator and an error code 3 was found. The instrument was disassembled, moisture and a torn acoustic isolator were found in the instrument. The batch records were reviewed and no anomalies were noted during the mfg process. Complaint info is trended on a regular basis to determine if further investigation is warranted.